Event description:
It was reported that the device has an internal paddle handle with discharge control that has a damaged connector where it plugs into the device. There was no pt associated with the reported event.

Manufacturer narrative:
Device will not be returned for eval - no eval will be performed.